Manufacturer narrative:
This event is being reported due to a preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to patient is remote.

Manufacturer narrative:
The investigation of other complaints with similar abutments that were fractured concluded that the fracture was related to the design of the hex and boss connection and to the screw access hole which led to the recall.

Event description:
Crown came off when patient was eating. No patient injury.